Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a colonoscopy procedure. According to the complainant, during testing outside of the patient, the catheter was clogged and would not pass india ink. There was no damage noted to the device. The physician used another interject injection therapy needle device to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of the device being occluded/blocked. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a colonoscopy procedure. According to the complainant, during testing outside of the patient, the catheter was clogged and would not pass (B)(4). There was no damage noted to the device. The physician used another interject injection therapy needle device to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A functional evaluation was performed. The needle extended and retracted as intended. The device was tested to identify if the lumen was occluded. A syringe filled with air was attached to the inner hub and compressed. The syringe was not able to be compressed, confirming that something had resisted the flow. The extrusion was cut in two, just proximal of the needle, such that the extrusion and needle could be tested separately. Black marks found within the lumen were confirmed to be contrast. The syringe was once again filled with air and attached to the inner hub and compressed. The syringe could be completely compressed and water/contrast flowed from the sheath. The inner hub/sheath was removed from the outer sheath and no visible signs of damage were observed. Next, a 0.009" pin gauge was inserted into through the needle without difficulty no resistance was felt and no foreign material exit the opposite end of the needle where the pin gauge was inserted. The root cause of the reported issue was not able to be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.